Event description:
According to the information received, an attempt was made to implant this amplatzer septal occluder (aso) on (B)(6) 2011; however, the aso required resizing. The aso was not implanted and the procedure was aborted. Additional information from the post market study indicated a small pericardial effusion was noted at the time of follow-up echocardiogram on (B)(6) 2011.

Manufacturer narrative:
Aga medical did not evaluate the device as it was returned as a resizing event. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.